Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU, adverse events that may occur and/or require intervention include, but are not limited to conversion. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2019, the patient underwent treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported the proximal portion of the trunk-ipsilateral leg component was deployed and cannulation of the contralateral leg gate was performed. During the insertion of the contralateral leg component (plc201400j), the guidewire reportedly moved back around the contralateral gate. The guidewire was then reportedly advanced around the proximal part of the trunk-ipsilateral leg component again. After that, the contralateral leg component was advanced over the guidewire and deployed. The ipsilateral leg of the trunk-ipsilateral leg component was reportedly then deployed. Angiography was performed and it revealed that the contralateral leg component was placed outside of the contralateral gate. It was reported that the guidewire might have advanced outside of the contralateral leg gate unintentionally after it moved distally. Another trunk-ipsilateral leg component (rlt261416j) was deployed via the ipsilateral side and aui (aorto-uni-iliac) with femoral to femoral bypass surgery was performed. An amplatzer vascular plug manufactured by abbott was placed inside the contralateral leg component. The procedure was completed without further issues and the patient tolerated the procedure.